Manufacturer narrative:
Completed calibration in the service software , all test had passed , expect the oxygen cell calibration. Problem found with the oxygen sensor only. Exchanged the oxygen sensor and device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen sensor not getting calibrated in the ventilator no patient involvement.